Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported.

Event description:
It was reported that the burr seized on the rotawire. Vascular access was via contralateral approach. The target lesion was located in the tibial artery. A 1.50mm peripheral rotalink plus and a rotawire were selected for use. During procedure, it was noted that the rotaburr seized on the rotawire and the physician could not advance the burr. The devices were removed from the patient's body and the procedure was completed with balloon angioplasty. No patient complications were reported.

Event description:
It was reported that the burr seized on the rotawire. Vascular access was via contralateral approach. The target lesion was located in the tibial artery. A 1.50mm peripheral rotalink plus and a rotawire were selected for use. During procedure, it was noted that the rotaburr seized on the rotawire and the physician could not advance the burr. The devices were removed from the patient's body and the procedure was completed with balloon angioplasty. No patient complications were reported.

Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported. Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the wire was able to be removed from the burr catheter with resistance due to kinks in the wire. There were numerous kinks in the wire. Dimensional inspection revealed that the components were within specification.